Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room on (B)(6) 2018 at 10:00 am due to a high blood glucose. The customer stated he didn't know the exact blood glucose level at time of admittance. Symptoms were reported at the time of the incident included nausea and vomiting. The customer was treated for high blood glucose with an insulin injection. The customer reported having lost a transmitter leading to the emergency room event. Troubleshooting for the high blood glucose was declined by the customer. The insulin pump will not return for analysis. The auto mode feature was in use. Mds-unk-xmtr unomed set